Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use which state: the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited no image and the connection section ID (circuit board) malfunctioned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.